Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for three days for this event. The cause of peritonitis was unknown. The patient was treated with vancomycin and tobramycin (dose, routes, and frequencies unknown). At the time of this report, the patient was recovering from peritonitis. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894022 and gd894188 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).